Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a bilateral partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the anspach and hd long attachment was sliding in the end effector which caused placing cuts with the robot incorrectly. This issue was noticed on patient's post-op x-rays.

Manufacturer narrative:
This report has been filed in duplicate. Please refer to MFR report # 3005985723-2015-00239 for investigation results.

Event description:
The surgeon was performing a bilateral partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the anspach and hd long attachment was sliding in the end effector which caused placing cuts with the robot incorrectly. This issue was noticed on patient's post-op x-rays.